Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards sapien 3 transcatheter heart valve was not returned for evaluation and therefore visual, functional, and dimensional testing was not performed. No imagery was provided. A device history record (DHR) review of work orders were reviewed that were related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required, and no corrective or preventative actions (CAPA) are required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device and imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 6 months post valve implant could not be determined but may be related to the patient"s co-morbidities and/or progression of the pre-existing valvular disease process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
Approximately 4 years and 6 months post deployment of a 20mm sapien 3 valve in the pulmonic position, there was a report that patient was presented with regurgitation; stenosis; pvl. After 6 months, a valve in valve was performed with a 23mm sapien 3 valve. There was no report of any complications with this valve in valve procedure.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (d2, g4 ) is being submitted in this supplemental report.